Event description:
It was reported that the insertion site was left vena subclavia. The catheter had been in use for two days when a "perfusion alert" was noticed. At that time, the lumen with the brown hub had burst. The catheter was removed and another central venous catheter (cvc) was inserted successfully. There were no reported patient complications or injuries. Additional information received on (B)(6) 2011 from teleflex (B)(6) complaint coordinator stated they were using a bbraun perfusor syringe pump when this occurred. There was no delay in treatment and the patient outcome was fine. Reference MDR #3006425876-2011-00048 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.